Event description:
My wife installed a new dexcom g7 continuous glucose monitor in the morning of october 17. About 12 hours later it shut down and had to be replaced with another, even though the normal life of this device is 10 days. It was removed and another was installed, and it provided inaccurate information about blood glucose levels. It gave my wife a warning that she was low when in fact a finger stick confirmed that her blood glucose level was in the normal range. This is not the first problem we have had with this device. A g7 monitor that was installed on august 15 had to be replaced and the device installed on september 15 had to be replaced. There have been other problems before these. Also, this device comes in an "inserter" which is used to apply the device to the back of my wife's arm. Sometimes this monitor device releases freely from the inserter as it should and sometimes it does not release freely, and this can disrupt the performance of the device. Also, the device comes with and "over patch" that is placed around the device after it is installed on my wife's arm. The over patch is a round piece of tape with adhesive on both sides and comes attached to a piece of heavy plastic film with protective plastic on the other side. This is difficult to explain. The protective film is on the side which goes on my wife's arm and is very lightly adhered to the over patch. When I remove the film and place the over patch around the installed device, it is very difficult to remove the heavy plastic carrier and the over patch starts to come off my wife's arm. In other words, the adhesive on the back side of the over patch is too strong and the adhesive on the side that attaches to my wife's arm is too weak. My wife began using a glucose monitor with the dexcom g5. In our experience this device had frequent accuracy problems and was not sufficient reliable to control insulin dosage. This was eventually superseded with the dexcom g6 which was worlds better in accuracy and reliability. This has been superseded by the dexcom g7 which in our experience has frequent reliability problems and occasional accuracy problems. These have all been reported to dexcom. The serial number of the device that failed on october 17 is (B)(6). Reference report: mw5161683.